Event description:
It was reported that during surgery the surgeon noted that little metal pieces were loosening from the suction probe. Allegedly, it was very difficult to locate and to remove the pieces. The surgery was completed with a 30 minute delay.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.